Event description:
Complaint report states, "in 2008, device was implanted in the left upper arm for a chemotherapy. The patient was discharged from the hospital after the procedure without any problems. In 2009, it was confirmed that the catheter was disconnected from the vital-port and the catheter disconnected, subsequently flowed into the pulmonary artery. On the same day, the physician retrieved the catheter that had flowed into the pulmonary artery, using a retrieval catheter set. After the removal, the vital port with the locking sleeve was removed from the left upper arm. The patient did not show any problematic symptoms". "The patient did not show any problematic symptoms".

Manufacturer narrative:
Results: an inventory of the returned components included a mini port body and catheter lock. The catheter lock was assembled to the port body and appeared to be held in place by residual organic material. Dimensional characterization confirmed that the components were within manufacturing specifications. Visual inspection did not reveal any damage to the port body or catheter lock. An investigation of this complaint is difficult to conduct without the catheter used with the device. The port being returned with the catheter lock in place, but not catheter attached, could suggest that the catheter was not advanced over the ring of the port outlet tube. This could lead to a disengagement of the catheter. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube.